Event description:
The patient had a right reverse total shoulder arthroplasty. In the recovery room, she had a x-ray to check for alignment. The x-ray showed a metallic object. She was taken back to the operating room that evening for removal of the humeral protector that was inadvertently left in during the arthroplasty.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had a right reverse total shoulder arthroplasty. In the recovery room, she had a x-ray to check for alignment. The x-ray showed a metallic object. She was taken back to the operating room that evening for removal of the humeral protector that was inadvertently left in during the arthroplasty.

Manufacturer narrative:
Correction d9/h3, h3 reason code - other. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling confirmed that the device is to be removed. Implantation of non-implantable device is the result of not following proper surgical technique. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device not returned.